Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was over 100 mg/dl. The customer stated that she had just inserted the infusion set a day prior to the alarm. She advised that she went to see her doctor, who stated that she was doing great on the insulin pump. The customer was advised to disconnect from the device, disconnect the tubing and reservoir, then reconnect the tubing and reservoir. She was advised to rewind the device, reinsert the reservoir and run a manual prime to at least 5.0 units. During the manual prime, the call was dropped. The customer was able to change her fill cannula amount and reconnect; she was advised to monitor the device. She was advised that the insulin pump worked as designed and that the alarm had been caused by an infusion set or reservoir occlusion. The customer was able to successfully get insulin drips to exit the tubing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-56053.